Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿norepinephrine administered into patient from 2203 to 2223 appropriately via alaris pump, but at 2224 patient had extremely high bp. Norepinephrine stopped, bp remained extremely elevated (237/123). Line was traced back from patient, to channel, to medication, and was labeled appropriately I disconnected the line from the patient but noted the medication continued dripping at a steady rate despite still being clamped within the channel door. I held the line up and let it drip into my hand so the provider and primary rn could see the problem and verify proper line tracing. I then removed the line from channel and the line continued to drip at the same rate (at or near gravity) though the lines blue safety clamp (not roller) was still engaged . Within about 20 seconds my palm was filled with norepinephrine dripping from the still clamped line. Line and channel were both bagged and taken to risk management by house supervisor. Patient stable at time of this report."

Manufacturer narrative:
Omit: a26 - insufficient information (3190). Correction: describe event or problem. Additional information: other relevant history, concomitant med prod data, device manufacture date.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿norepinephrine administered into patient from 2203 to 2223 appropriately via alaris pump, but at 2224 patient had extremely high bp. Norepinephrine stopped, bp remained extremely elevated (237/123). Line was traced back from patient, to channel, to medication, and was labeled appropriately I disconnected the line from the patient but noted the medication continued dripping at a steady rate despite still being clamped within the channel door. I held the line up and let it drip into my hand so the provider and primary rn could see the problem and verify proper line tracing. I then removed the line from channel and the line continued to drip at the same rate (at or near gravity) though the lines blue safety clamp (not roller) was still engaged. Within about 20 seconds my palm was filled with norepinephrine dripping from the still clamped line. Line and channel were both bagged and taken to risk management by house supervisor. Patient stable at time of this report." It was later reported that the clinicians "responded to code blue" that was called overhead on patient that had "rhythm deterioration without loss of pulse." This patient was in the intensive care unit (ICU) at the time of the event with the admitting diagnosis of "sepsis/pneumonia". Blood pressure was reportedly low earlier in the evening and was started on norepinephrine. The blood pressure normalized then trended "high." The nurses went into the room due to high blood pressure. Norepinephrine infusion was stopped; the patient "developed tachyarrhythmia with axis change and mild prolongation of qrs more consistent with atrial tachycardia at 150." Blood pressure readings remained "around 200 systolic." It was mentioned that because of persistent hypertension, norepinephrine line was removed from patient's intravenous access site and even though the pump was reportedly "verified off," norepinephrine was noted to be still "infusing." Blood pressure readings then decreased following the discontinuation of norepinephrine line. Blood pressure readings remained greater than 200 systolic and 5 mg of metoprolol was given. Blood pressure then decreased; norepinephrine was restarted using a different pump and line. The customer reports that the patient is "now deceased." Multiples attempts have been made, no further information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿norepinephrine administered into patient from 2203 to 2223 appropriately via alaris pump, but at 2224 patient had extremely high bp. Norepinephrine stopped, bp remained extremely elevated (237/123). Line was traced back from patient, to channel, to medication, and was labeled appropriately I disconnected the line from the patient but noted the medication continued dripping at a steady rate despite still being clamped within the channel door. I held the line up and let it drip into my hand so the provider and primary rn could see the problem and verify proper line tracing. I then removed the line from channel and the line continued to drip at the same rate (at or near gravity) though the lines blue safety clamp (not roller) was still engaged . Within about 20 seconds my palm was filled with norepinephrine dripping from the still clamped line. Line and channel were both bagged and taken to risk management by house supervisor. Patient stable at time of this report."

Manufacturer narrative:
Omit: b17 - device not returned, c22 - appropriate term/code not available, f24 - insufficient information. Additional information: event attributed to, date of death, adverse type, death?, describe event or problem, medical device serial, device available for eval?, returned to manufacturer on, type of reportable events, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex e, f, a, g, b, c, d codes & manufacturer narrative. The actual date of death is unknown. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Not applicable. Device evaluated by bd.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿norepinephrine administered into patient from 2203 to 2223 appropriately via alaris pump, but at 2224 patient had extremely high bp. Norepinephrine stopped, bp remained extremely elevated (237/123). Line was traced back from patient, to channel, to medication, and was labeled appropriately I disconnected the line from the patient but noted the medication continued dripping at a steady rate despite still being clamped within the channel door. I held the line up and let it drip into my hand so the provider and primary rn could see the problem and verify proper line tracing. I then removed the line from channel and the line continued to drip at the same rate (at or near gravity) though the lines blue safety clamp (not roller) was still engaged . Within about 20 seconds my palm was filled with norepinephrine dripping from the still clamped line. Line and channel were both bagged and taken to risk management by house supervisor. Patient stable at time of this report." Death was not contributed to the bd device. It was later reported that the patient was in the ICU when the event had occurred and a code blue was called. It was noted that the patient was now deceased. The patient was in the ICU with sepsis/pneumonia and the physician noted the following: ¿responded to code blue called overhead. Patient had rhythm deterioration without loss of pulse. Blood pressure was low earlier in evening. He was started on norepinephrine. Blood pressure normalized then trended high. Nursing went into room due to high blood pressure. Norepinephrine stopped then developed tachy arrhythmia with axis change and mild prolongation of qrs more consistent with atrial tachycardia at 150. Blood pressures remained around 200 systolic. Because of persistent hypertension, norepinephrine line removed from patient's IV and even though pump was verified off, norepinephrine still infusing. Blood pressures decreased following removal of norepinephrine line. Pressures remained > 200 systolic anf 5 mg of metoprolol given. Blood pressure then decreased and norepinephrine in different pump/line started.